Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a radiation technologist at the user facility regarding an imaging system outside of a procedure. The caller indicated that while trying to turn the system on the mobile viewing station (mvs) monitor came up to the splash screen, but then went back to no input detected. The cables on the back of the monitor appeared to be seatedwell and multiple reboots did not resolve the issue. Additionally, the image acquisition system (ias) was not connecting to the mvs. There was no patient involved with this issue.